Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing and an issue of the device was not energized was observed. The device's power supply was replaced to address the issue. In addition of the above evaluation, the cause was found to be contamination in the inlet line proximal filter, the inlet line proximal filter was replaced. Technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.